Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event was not caused by the endoscope but mishandling by the user. However, a definitive root cause could not be determined. However, a definitive root cause could not be determined. IFU states ¿if the electrode is used when it is too close to the distal end of the endoscope, the endoscope and/or ancillary equipment may be damaged¿ during use of high-frequency cauterization device. IFU (operation manual) states about handling of high-frequency accessories as follows: 4.3 using endotherapy accessories: warning ¦"high-frequency cauterization treatment always confirm that the electrode section of the electrosurgical accessory is at an appropriate distance from the distal end of the endoscope. Confirm that the entire green marking (in case of wli observation mode) at the distal tip of the electrosurgical accessory can be observed on the endoscopic image. If the electrode is used when it is too close to the distal end of the endoscope, the endoscope and/or ancillary equipment may be damaged. Patient injury, burns, bleeding, perforation, and/or equipment damage may result". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the bronchovideoscope was used with an electrosurgical unit, but the probe was too close to the distal end, which caused the distal end to melt a little and burn. The scope was not found with leakage and the image was normal. The issue was found during the therapeutic bronchoscopy procedure. The procedure was completed with the same set of equipment and there were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.